Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the flow sensor assembly was found to be damaged. The flow sensor assembly needs to be replaced to address the issue.